Manufacturer narrative:
"The single use electrode 27040gp-1 was found missing one side of insulation material as well as the loop wire." According to the customer, the electrode broke off after resecting for 45 minutes. This type of occurrence most likely is due to stress and overload.

Event description:
Allegedly per the customer, during a turp, the electrode broke off inside the patient. The broken part of the electrode was safely removed with no harm to the patient. The electrode was replaced and the procedure completed.